Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii system w/fluidics cart leakage at the back of the cart. The following information was reported by the initial reporter: the client mentions a leak at the back of the fluid cart, the liquid does not smell like anything, the client does not know where the leak comes from.

Event description:
It was reported that while using bd facscanto¿ ii system w/fluidics cart leakage at the back of the cart. The following information was reported by the initial reporter: "the client mentions a leak at the back of the fluid cart, the liquid does not smell like anything, the client does not know where the leak comes from."

Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial #(B)(6). Problem statement: customer reported complaint regarding fluid cart leak. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to (B)(6) 2022. Complaint trend: there are 450 complaints related to the as reported code ¿ fluidic leak. Then further filtered with as analyzed code 1, as analyzed code 2 and as analyzed component, there are 54 complaints remaining. Date range from (B)(6) 2021 to (B)(6) 2022. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leak was a broken check valve. The customer reported a complaint regarding a leak from the back of the fluid cart. The field service representative (fsr) confirmed that the check valve was broken. In an attempt to resolve the issue, a series of works were performed including disassembly, replacement of the filter, assembly, purging of all liquids and performing start up. After the works performed, the instrument was functioning as intended. While there was a spray of fluid not contained within the instrument, it was not to a degree to significantly increase the risk of contact with the customer. Additionally, the fluid that leaked was non-biohazardous and did not come in contact with the customer or bd personnel. Bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. This can be found on page 147 in cleaning the surfaces. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 07jun2018 defective part number: n/a work order notes: subject / reported: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - fluid carriage leak problem description: the client comments on a leak from the back of the fluid cart, the liquid does not smell like anything, the client does not know where the leak comes from. Work performed: leakage in the fluid cart. Cause: check valve rota. Solution: disassembly, replacement of the filter, assembly, purging of all liquids, start up carried out successfully, verification of correct operation returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part #338942ra, rev. 09/vers. H, bd facscanto product family risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes. No. ID: 3.1.12 hazard: potential leakage cause: potential lack of workmanship during assembly harmful effects: potential biohazard exposure residual probability: 1 residual severity: 4 residual risk index: 4 root cause: based on the investigation results the root cause of the leak was a broken check valve. Conclusion: based on the investigation results, the root cause of the leak was a broken check valve. In an attempt to resolve the issue, a series of works were performed including disassembly, replacement of the filter, assembly, purging of all liquids and performing start up. After the works performed, the instrument was functioning as intended. Noone was harmed or injured. Supporting document: n/a.